Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: reduced flow in artery post manta deployment. During surgical cutdown, physician stated that he thinks manta deployed fine after all. He believes that the amount of plaque along with device entry and removal during the fevar procedure contributed to the slow flow on angiogram post manta.

Event description:
As reported: reduced flow in artery post manta deployment. During surgical cutdown, physician stated that he thinks manta deployed fine after all. He believes that the amount of plaque along with device entry and removal during the fevar procedure contributed to the slow flow on angiogram post manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a fevar, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was noted as 7.5mm, with mild calcification distal to the access, and anterior wall calcification present. A central positioned access was gained utilizing ultrasound and micropuncture. No issues were encountered advancing or exchanging the procedural sheaths. Following deployment, a post angiogram reveled reduced flow. The physician performed a surgical cut down. During the cut down the physician stated the manta deployed fine and he believes the amount of plaque present in addition to the insertion and removal of devices needed during the fevar procedure, contributed to the slowed flow seen on the post manta deployment angiogram. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparations suggest: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.